Manufacturer narrative:
Product event summary: analysis found that the device was sensing low intermittently and the rate knob would not work. As a result the main board, interconnect flex assembly, and lead connection flex assembly were replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was returned for servicing. There was no patient involvement.